Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was depleting prematurely. Upon interrogation, it was noted that this s-ICD delivered inappropriate shocks due to myopotential oversensing. Additionally, it was noted low amplitude/poor morphology. Subsequently, the s-ICD was explanted and replaced, while the physician opted to keep the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was depleting prematurely. Upon interrogation, it was noted that this s-ICD delivered inappropriate shocks due to myopotential oversensing. Additionally, it was noted low amplitude/poor morphology. Subsequently, the s-ICD was explanted and replaced, while the physician opted to keep the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was depleting prematurely. Upon interrogation, it was noted that this s-ICD delivered inappropriate shocks due to myopotential oversensing. Additionally, it was noted low amplitude/poor morphology. Subsequently, the s-ICD was explanted and replaced, while the physician opted to keep the electrode. No additional adverse patient effects were reported.